Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of the microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide the detailed information such as the number and the type of microbes. Also it was not provided other detailed information on the reprocessing method. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus europa (B)(4). (B)(4) disassembled and checked the subject device and found the followings; the lg/ccd cover glasses had cracked. The lg/ccd cover glasses glue had deteriorated. The light transmission had been too low. The distal end cap had damaged. The connection of the bending section and the insertion tube had kinked. The boot of the insertion tube was damaged. The instrument channel port had worn. The air/water cylinder and the suction cylinder had worn. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.